Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. The complaint has been downgraded to inaccurate cuts 3mm or less, therefore, this report is being voided as the reported event does not meet the criteria of a reportable malfunction.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, while using the robotic assisted satellite station device and robotic assisted base station device it was observed that there were software issues, lost sensors, freezing up, the computer had a delay, and cuts were off. There were no adverse consequences to the patient. The exact date of the event was not reported; however, it was reported that the event occurred in (B)(6) 2026. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b3: event date updated. B5: during subsequent follow-up with the reporter, additional information was obtained. The reporter stated that: "my answer is not 100% confirmed. We did not take the pointer array and access how much change had been made. But, after collaborating, our best opinion on if cuts were less than or greater than 3mm would be at 3mm or less. We were originally sized for a 4 femur press fit and downsized it a 3 femur cemented. Again, we could be off on our answer, but this is the best estimate. (For context, the sz 3 femur fit well and the doctor was pleased with the end state for the patient) ¿ what does "lost sensor" mean and did the system unexpectedly shutdown? - for awareness it was the third cut made. Starting with the femur, we cut anterior chamfer, anterior) and then on the distal cut, velys could not get into plane and required adjustment (small ball into the circle), so we adjust the robot arm by raising it. The robot was unmounted to the bed. Once we raised the robot arm it was back in plane (small ball fit into the circle). After this adjustment, dr. Webb made a verbal note that something felt off.